Manufacturer narrative:
H4: the lot was manufactured august 18, 2022 - august 19, 2022. H10: two actual used samples and five photographs were received for evaluation. A visual inspection of the actual samples with the unaided eye was performed and no particulate matter was identified. The samples were viewed under magnification and no particulate was observed. The fill port caps were removed from both samples and no issue was observed in the connector or cap areas of the devices. Two photos of the first sample and three photos of the second sample were provided and the photos show elongated colorless to white polymeric appearing particles in the fluid path of the devices. Therefore, the reported condition was verified in the photographs, however, not verified in the actual samples. The cause of the condition could not be determined; however, possible causes include a compounding error during handling or could be inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm in one bag was not further described and the pm in the second bag was further described as, ¿a small thin string-like particle¿. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.